Event description:
Add'l info rec'd from MFR 3/3/05: the mfg catalog number is 124114527 for a duraloc constrained liner 54x28. The mfg lot number is vn4g4a. The date of the event was reported as MFR's initial receipt date.

Event description:
The ring that was holding the ball joint into the bone slipped causing the unit to fail. Pt has had about 6 hip implants due to an accident. The accident happened in 1993 and hip was pinned. Apparently, one of the screws holding the pelvic bone migrated into the joint and did damage to the joint. Pt received a hip implant later that year. That hip implant lasted several years until the joint wore and pt received a 2nd hip implant. Pt has received a total of 6 implants. The unit in question was installed as the 5th implant. Since this unit was replaced, the consumer has the pieces.